Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible, partial, ride through, power on reset occurred with the implantable pulse generator (ipg). The ipg will be interrogated and reprogrammed and remains in use. No patient complications have been reported as a result of this event.